Manufacturer narrative:
(B)(6). Lot 16b024 was manufactured february 16, 2016 ¿ february 17, 2016. The unit was returned to the plant containing approximately 7ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit. The flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was identified with a small volume folfusor during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.